Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of an error code. Analysis also noted that the battery drawer was not locking properly due to missing elastomers and the tube sleeve was missing inside the device. The lower-case assembly, main seal, device label and label test access/logo, tube-insulator sleeve and plug decorative elastomer were replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service and tested out-of- specification during manufacturer's analysis. There was no patient involvement.